Event description:
It was reported that enlargement did not return while using the gastrointestinal videoscope. This was found during preparation for use; there was no patient involved.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction to previously submitted report. Updated/corrected fields: b3, b5, d8, e1, g2, g4, h2, h3, h4, h6, h11. The device was returned to olympus for inspection. The following malfunctions were identified during the device evaluation: residual fluid or foreign matter was coming out of the forceps channel and foreign matter was coming out of the suction channel. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, the forceps channel and suction channel of the subject device was found with foreign material. There were no reports of patient involvement.